Event description:
I had a bronchoscopy done for pulmonary ariel hypertension at (B)(6) in (B)(6) 2021. The procedure determined that I have a lung fungus infection in my chest. The next morning I was unresponsive and taken to (B)(6). An ultra sound scan was done. It was determined that my blood pressure had bottomed out. Had to be removed from bi-pap due to recall. The prescription I was given is not covered by insurance or in my case an (B)(6) . The meds are (B)(6). This fungus has a 80% mortality rate. I need for someone to pay for this medicine because without it, I will die. I was released from the hospital on (B)(6) 2021.